Manufacturer narrative:
The evaluation confirmed the reported leak. However, we are unable to determine when this incident may have occurred. The root cause was not identified and a manufacturing related failure has not been confirmed. (B)(4).

Event description:
Within minutes of use there was a significant leak on the arterial side of the quadrox. Had to cut out the oxygenator and use a new one. Patient lost a unit of blood but there were no side effects. There was a brief delay in patient care to exchange the oxygenator. The patient is doing fine now and is recovering from a mi. Reported as datascope on (B)(6) 2016. Transferred from cp complaints, (B)(4).

Manufacturer narrative:
Feb. 23, 2016 03:52 pm (gmt-5:00) added by (B)(6): the cardiopulmonary tubing pack has been returned however it has not been evaluated by a datascope service representative. When the evaluation is completed or if any additional information becomes available a follow up med watch will be submitted at that time. A review of the complaint trends does not indicate any manufacturing or systemic issues. (B)(4). Feb. 23, 2016 03:06 pm (gmt-5:00) added by (B)(6): the iab balloon catheter has been returned however it has not been evaluated by a datascope service representative. When the evaluation is completed or if any additional information becomes available a follow up med watch will be submitted at that time. A review of the complaint trends does not indicate any manufacturing or systemic issues. (B)(4).

Event description:
Within minutes of use there was a significant leak on the arterial side of the quadrox. Had to cut out the oxygenator and use a new one. Patient lost a unit of blood but there were no side effects. There was a brief delay in patient care to exchange the oxygenator. The patient is doing fine now and is recovering from a mi. Reported as datascope on (B)(6) 2016. Transferred from cp complaints, (B)(4).